Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had a cracked case at the display window corner, cracked display window and a cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump buttons were unresponsive. Troubleshooting was done. Customer's blood glucose was 220 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).